Manufacturer narrative:
Additional information received confirmed that the intraocular lens (iol) from the right eye was explanted on (B)(6) 2019 and replaced with a non-johnson and johnson iol. There were no complications. The explanted iol will be returned for investigation. No additional information was provided. As a result the following fields have been updated: outcomes attributed to adverse event: required intervention. If explanted, give date: (B)(6) 2019. Patient code 3191 ¿ explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was received stating the complaint product was returned. The complaint product was evaluated. As a result, the following fields have been updated. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 9/30/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. It was observed that a haptic is missing and the lens is contaminated; dust particles are present. Contamination is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn:(B)(4). As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0235. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Brand name: unknown, not provided. Model number: unknown, not provided. Serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. PMA - unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown as there is no serial number provided. (B)(4). The device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the complaint product cannot be performed at this time since the model and serial number are unknown. Upon unmasking of the complaint product and receipt of the product identifiers an investigation will be completed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6-month study visit, the subject noted being extremely bothered by starbursts, glare and sensitivity to light, all of which caused her difficulty driving at night. The subject returned a month later with visual symptom complaints again. The principal investigator reviewed the subjects noted and determined that the symptoms could be device related. The subject is considering having the lenses explanted, but no plans have been made to date to have that take place. Best corrected distance visual acuity¿s (bcdva¿s) at the 6-month study visit were 20/20 for both od and os. Preoperative monocular bcdvas were 20/40 od and 20/50 os. No additional information was provided. This report pertains to right eye (od). A separate MDR will be submitted for the left eye (os).